Manufacturer narrative:
Date of event: event date is approximate. Information not available. The product was not returned. Therefore, the model number and serial number cannot be identified. The complaint was received from (B)(6). Information not available. The product was not returned. Therefore, the manufacture date cannot be identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer stated that when the plugged in their sonicare toothbrush sanitizer they saw flames. No injuries were reported.